Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a pump error 35 alarm. Customer's blood glucose was 125 mg/dl. Troubleshooting was performed and insulin pump would not rewind. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and pump error 35 was found in the formatted history file due to force sensor zero offset out of specification. We were unable to perform the self -test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The insulin pump was received with scratched case, cracked case behind the pump near the battery compartment, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.